Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement mvs interface cable shipped to site 08/13/2016. No parts have been received by manufacturer for analysis. On 08/13/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Failure: broken wire on lemo end of umbilical. Frame rate error message displaying on mvs when 2d fluoro is taken. Medtronic representative replaced umbilical. Issue resolved. Performed system check-out. System performed as intended. No further issues have been reported.

Event description:
A site representative, neuro coordinator, reported that while in a spine procedure, their imaging system was giving an error message that the image frame rates are below expected value. They re-booted the system and received the message again. After the third re-boot, noted another error message appeared stating an issue that may affect navigation accuracy has been detected. The site had successfully used the imaging system earlier for the procedure, this was for the post-op confirmation spin. The surgeon opted to discontinue the use of the imaging system and will instead use their portable x-ray system for confirmation. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned mobile view station (mvs) interface cable found that the reported event was related to an electrical issue. The cable passed visual inspection. The cable did not pass bench level testing. The continuity and 100t test passed. The gbit test did not pass, and showed opens between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-nt900. The reported event was confirmed.

Manufacturer narrative:
(B)(6).